Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap damage. The customer's blood glucose value was 301 mg/dl, 320 mg/dl, 380 mg/dl, 319 mg/dl. Customer reports damage to the insulin pump. Customer states left side of the bottom of the insulin pump was loose but not completely loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked or detached end cap. Device had cracked lcd window, cracked case at display window corners..